Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results for 2 patients tested on a coaguchek pro ii meter serial number (B)(4) compared to an unknown laboratory method. The date of event is only an approximation. Clarification has been requested but has not been provided. Patient 1's meter result was 5.0 inr and the laboratory result from a venous sample was 3.7 inr. Patient 1 is not believed to be on any antibiotics or painkillers and has had no changes in diet. Patient 1's therapeutic range is 3 - 4 inr. Patient 2's meter result was 4.6 inr and the laboratory result from a venous sample was 3.4 inr. Patient 2's meter result was 5.1 inr and the laboratory result from a venous sample was 3.3 inr. Patient 2 has had no changes in diet. There was no allegation of an adverse event. Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.